Manufacturer narrative:
Correction to d9: date returned to MFR (update the entry to 02/10/2025). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). H4: the lot was manufactured between april 5, 2024 and april 9, 2024. The device was received for evaluation with 58ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused antibiotics. This occurred during patient use over a 24 hour period. The issue was described as, "noted a higher than expected residual volume in the elastomeric device". The device contained piperacillin/tazobactam18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.